Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: "clogged needle: information under further review to confirm if it had been previously reported."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: clogged needle: information under further review to confirm if it had been previously reported.